Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient was uncomfortable and moved around on the operating table. When the patient calmed, ablation began. Then, phrenic nerve palsy (pnp) was observed. The patient's pnp did not recover. The case was completed with cryo. No further patient complications have been reported as a result of this event.